Manufacturer narrative:
A partial lead with the connector pin measuring 14cm was returned for analysis. The damage found was sustained during the surgical procedure. Without return of the entire lead a complete analysis could not be performed.

Event description:
It was reported that an asymptomatic patient presented in or for normal eri device change out. Externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.